Manufacturer narrative:
Review of information reported to lifecell. Review of the device history records. Review of the lifecell complaint system for any similar complaints reported to lifecell against this lot. Review of the device history record resulted in no remarkable findings, with no deviations related to the nature of this complaint. (B)(4). Based on the information reported, this event was evaluated as a malfunction, multiple sutures pull through- intra-operative, with no serious injury. Lifecell was unable to clearly determine number of sutures that pulled through the device. Therefore, lifecell is filing this FDA report since the event may have the potential to cause a prolongation of the surgical procedure.

Event description:
It was reported to lifecell that multiple sutures pull through occurred during abdominal hernia repair, with an unclear determination of the number of sutures involved. The device was repaired with similar device. Lifecell was informed that patient was discharged from hospital without complication and is fine.